Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The actual device involved in the reported event has been already discarded which could not establish a relationship between the device and reported event. It was determined the device was not processed as a complaint product and processed to scrap after receipt. The work instructions have been updated to comply with the incoming complaint process. Probable root cause for the reported event may include a component failure or an obstruction. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the versajet ii console was not working. No procedure was being performed hence no patient was involved. According to the facility the machine was working but not well. When the button was pushed the stream was of low pressure.